Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered resulting in customer's low blood glucose (bg) levels. Multiple attempts were made to follow up regarding the reported issue, however, no response was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.